Manufacturer narrative:
It was reported that during a procedure the surgeon was removing a drill pin from the patient on the second drill hole through the 5th metatarsal hook guide when the pin snapped off inside of the patient just below the olive. The pin was stuck in the patient and the surgeon had to manually remove the pin with forceps. All pieces of the pin were retrieved with no remnants remaining in the patient. There was no further intervention needed. There was no impact on the procedure. The procedure was completed without further incident or delay. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure the drill pin snapped off inside of the patient just below the olive and the surgeon had to manually remove the pin with forceps.